Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause of the reported device deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 17mm amplatzer septal occluder was chosen for implant to close an atrial septal defect (asd). During the procedure, the left disc of the device was deployed in the left atrium, and the occluder did not form into the standard disc and waist shape. The device was resheathed and redeployed without improvement. After another unsuccessful attempt, the device was removed and replaced with an 18mm amplatzer septal occluder. There was no interaction with cardiac structures during deployment. There was no angulation or kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.